Event description:
Implant wear was noted postoperatively.

Manufacturer narrative:
Examination of the returned products confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions about the reported event however: meeting with (B)(4) suggested the possibility that the cup position was not at the recommended 45deg orientation. This could not be confirmed nor unconfirmed as x-rays were not provided. No other observations were noted. No evidence was found suggesting product error was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.